Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Endologix was made aware of a patient with an indeterminate endoleak (possible type 3b) and is scheduled for a secondary repair on (B)(6) 2018. Rep noted that the graft was strata material. On (B)(6) 2018, the secondary procedure was completed. The physician implanted two (2) additional vela suprarenal cuffs / extensions to fix the leak. No further information provided.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: the type iiib endoleak of the main body (breached) and the secondary endovascular procedure. The complaint is most likely device related (strata material). Procedure-related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. The clinical assessment determined that there was evidence to reasonable suggest type iiia with complete aortic component separation and sac growth occurred that were not included in the event as reported. The type iiia and sac growth was discovered on (B)(6) 2018 during review of the (B)(6) post-implant CT scan. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Additional information: (B)(4). Correction: remove PMA/510k.